Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D4: lot number are not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown.

Event description:
Customer indicated that the screw came loose, and customer believes it broke off.no injury to the patient as a result of this event. No additional details were provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type h3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ilpc442u, (certain low profile one-piece abutment 4.1mm(d) x 2mm(h)) for evaluation. Visual evaluation and functional test was performed, the returned abutment has signs of use and was identified as reported. The abutments screw was fractured. Unable to functionally test for loosening event. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ilpc442u dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : loosening and dental : functional : fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction did occur. The abutment screw was fractured. The reported fractured event was confirmed. However, the reported loosening event is non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.